Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up information was obtained from the patient's registered nurse (rn) related to the event. Per the rn, there was no record of the patient having peritonitis and that the patient was instead hospitalized for having low blood pressure. No allegations were made relating baxter to the event. Upon further investigation it has been determined that the minicap transfer set is no longer a suspect product of this event. Due to the additional information this report was re-assessed and is no longer a reportable serious injury.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12l13070, h12j11037 and h13b07048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The patient was recovering from the event of peritonitis.